Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint states that the patient was revised to address pain and neck fracture of the stem. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed for batch 3524311 (corail stem), no other similar complaint was reported for the affected product code and lot combination. Update 15/02/18: product received: the stem fracture was located proximally within the neck region. Observation of the fracture surfaces show a pattern of concentric lines, indicative of low-cycle fatigue. It was unlikely that a manufacturing defect was present. Based on the investigation performed, the root cause of the fracture could not be determined with certainty. The issue will be monitored through post market surveillance reviews. Device history lot ==> product code 3l92514, work order (B)(4) was manufactured on 14 nov 2012. (B)(4) were manufactured per specification and all raw materials met specification. Product code136532320, work order (B)(4) was manufactured on 05 nov 2013. (B)(4) were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with these lot numbers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain and neck fracture of the stem. / / investigation method: DHR review. Product code3l92514, work order (B)(4) was manufactured on 14 nov 2012. (B)(4) were manufactured per specification and all raw materials met specification. Product code136532320, work order (B)(4) was manufactured on 05 nov 2013. (B)(4) were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with these lot numbers. X-ray analysis: based on ap x-ray provided, the right side of hip shows a fracture to the neck of the stem. No other x-ray images were provided and due to the poor quality of the image, there can be no further conclusions made from this review. A search into the complaints database was performed for batch 3524311 (corail stem), no other similar complaint was reported for the affected product code and lot combination. / / investigation summary: the complaint states that the patient was revised to address pain and neck fracture of the stem. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed for batch 3524311 (corail stem), no other similar complaint was reported for the affected product code and lot combination.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and neck fracture of the stem.